Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot. Part: 323.062 lot: 2l45764 manufacturing site: (B)(4) release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the distal humerus fracture. After the drill, when the surgeon wiped off the soft tissue adhered to the drill bit, the drill bit broke. The surgery was completed successfully without any surgical delay. The patient outcome was unknown. Concomitant device reported: unknown drill guide (part# unknown, lot# unknown, quantity 1) this complaint involves one (1) device. This report is for (1) 2.0mm drill bit with depth mark/qc/140mm. This report is 1 of 1 for (B)(4).